Event description:
The customer reported via phone call that she had a high blood glucose over 600 mg/dl. Customer stated that she changed the set yesterday and did not properly connect it. When she went to have dinner, she did not know why her blood glucose was over 600 mg/dl. Customer noticed that her set was not connected properly and she wasn't getting any insulin. Customer stated that troubleshooting was not necessary since it was not pump related and it was her own fault.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.